Event description:
A customer reported "one of our PICC nurses removed the PICC dressing from the patient to adjust the line per its location on the chest x-ray. She discovered a broken catheter and removed the PICC. This line was placed on (B)(6) 2025. Product was removed from patient and discarded. A new PICC was placed to complete prescribed therapy. There was no patient harm."

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot has been completed, and no deviations or non-conformances were identified. At this time, we have not received any samples for evaluation, nor have we been provided with photographic or visual evidence that would allow for a comprehensive review of the concern. Without this essential information, we are unable to conduct a thorough investigation or determine a potential root cause. Based on the current circumstances, no corrective action is needed at this point. However, if samples are returned at a later date, the complaint may be reopened for further evaluation. Additional information provided in h.6. And h.11.